Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7132274.

Event description:
It was reported that the patient experienced inadequate pain relief since the lead replacement procedure (MFR. Report no.: 3006630150-2023-06623). The spinal cord stimulator (scs) system was explanted, and all device components were not returned. No device malfunction was suspected.